Manufacturer narrative:
Concomitant products: 407645 implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead triggered by high rate non-sustained episodes and sensing integrity counter (sic). It was also noted that there was t-wave oversensing (twos) that lead to an inappropriate shock that was detected as ventricular fibrillation (vf). The device remains in use. No further patient complications have been reported as a result of this event.